Event description:
The infusion pump was programmed for an insulin infusion on channel b of the device, and placed in a standby mode. When the clinician attempted to start the infusion, the pump malfunctioned with error code s421, subgroup 9, pump bolus overshoot. The malfunction caused a delay in care to a critical cardiac post-operative patient. The alarm history and event logs were reviewed by our biomedical department. Upon powering the device back on, the cassette was removed from channel b of the infusion pump. However, channel b would not close and could not be reset. The pump was sent to the manufacturer for analysis.prior to the recent recalls, we had reported several similar problems with error codes s321 and s421 which caused delays and interruptions in therapies. However, our pump inventory was swapped out and new software was downloaded to correct the issues we were previously reporting. To our knowledge, this is the first failure of this kind since our pumps were upgraded by hospira post-recall.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the device was explanted due to a failed ring repair. Per the operative report: "using 5-0 gore-tex suture, the cords were shortened to the medial papillary muscle and a 26 physio ring was placed. After lowering and tying the sutures in place, I was disappointed to see that there was still considerable leakage particularly near the medial commisure. This was repaired with two 4-0 prolene sutures to better approximate the leaflets; however, at this point, the entire leading edge of the anterior leaflet was insufficient. Therefore, the ring was removed."

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.